Event description:
Customer reported to beckman coulter, inc. (Bec) that the ion selective electrolyte (ise) module of the unicel dxc 800 synchron system leaked. Customer reported that the carbon dioxide alkaline buffer leaked from the alkaline buffer damper assembly. Customer reported that the alkaline buffer leak occurred during troubleshooting for ise calibration that failed back to back. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) advised the customer to perform a cleaning or rinsing of the carbon dioxide (co2) membrane or the co2 membrane may need to be replaced. Customer reported that while cleaning the co2 membrane, they noticed that the co2 damper was overfilled. Customer reported that when they removed the top fitting on the damper, the bottom fitting fell off allowing the alkaline buffer to drain from the damper into the modular chemistry drip tray where the fluid was contained. Customer reported that they tightened the fittings then primed and adjusted the fluid levels. Customer reported that the system calibrated and the issue was resolved after the repair.

Manufacturer narrative:
(B)(4).